Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen looks cloudy and there are black spots on the screen. Customer first noticed these problems with the screen when he was hospitalized numerous times in (B)(6) 2015. Customer's blood glucose at the time of the call was 200 to 300 mg/dl and was unknown while in the hospital. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No black spots, display anomaly or missing segments/partial display noted. The pump was received with a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.